Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus schweiz ag (oag). Following additional high level disinfection at oag, the subject device was send to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microorganism growth for the subject device. Oag will follow up with the facility to assess the reprocessing procedure. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing test by the facility, the subject device tested positive for pseudomonas aeruginosa (4cfu/ml). There was no report of infection associated with this report.